Event description:
It was reported to the biomedical engineer, by hospital staff, that the epg (external pulse generator) intermittently turned off during battery change, while connected to a patient. The epg was then changed out for another unit. The biomedical engineer was sometimes able to duplicate the issue when the battery drawer was opened. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. No anomalies found.